Event description:
It was reported that a quadrox oxygenator started to leak during priming. No pt involvement. Ref. #(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if add'l info becomes available.